Event description:
Rn reported that they experienced one incident in which tubing leaked during prime of taxol mixture. Reportedly, approximately 10 cc of taxol mixture (taxol was mixed with 500 cc of saline) leaked into sink area where rn was priming tubing. The leaking was noted immediately. The rn reported they were unable to see any holes in set and were unsure of where the leakage was coming from. Rn confirmed that they were fully gowned and gloved and reported there was no injury that occurred. The spill was reported to have been cleaned up appropriately.